Event description:
It was reported that a home patient (hp) had a system error 2240 (air in tubing) alarm. This occurred on the homechoice (hc) during dwell 7 of 7, while the hp was connected. During troubleshooting nothing unusual was found that could have caused or contributed to the alarm. The technical service representative (tsr) explained the alarm and assisted with clearing it. The hp stated that the floor felt a bit damp but was not sure from where the fluid, if any, came from. There was no report of adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.